Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, implanted: (B)(6) 2018, product type screening device. Product ID 3057, implanted: (B)(6) 2018, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057; product ID: 3057. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient was having pain in their buttocks and down their leg making it extremely hard to walk. Patient mentioned at the doctor's office there was quite some trouble getting the wires in. Contributing factors to the reported events were unknown. The patient tried switching from the left to the right side, but the pain got worse in their other leg, so they went back to the left side where it was more bearable. The patient reported they turned the device off completely and the pain was still there. It was reported that the issue was resolved at the time of the report. Additional information was received. The patient reported that right after their procedure they had trouble walking and pain in their butt. Patient ended up going to the ER and seeing their urologist who removed one of the leads and turned off the controller and he was not able to get the device to connect. The patient said when the urologist took out the lead it was very painful. Patient mentioned they had a uti and they were on antibiotics for it. The patient was advised to contact their clinician and they stated they were scheduling an appointment for (B)(6) 2018 to reprogram their controller. It was unknown if the issues were resolved at the time of the report. Additional information was received. The patient reported sharp pain down their leg when the leads were placed, they went to the emergency room and one of the wires was removed that was causing the issue. They did a urinary test and the patient had a uti and was on antibiotics. The patient was having issues with their leg, it was dragging, they were unable to lift it unless physically lifting it. The therapy was off and when they turned on the device and tried to increase stimulation, it stated settings not available. Thee clinician office stated they needed to contact the manufacturer. The patient had an appointment scheduled for the day of the report. Patient reported they had device removed due to the hospitalization. No further complications were reported or anticipated.